Event description:
Tevar performed with bolton thoracic stent graft with plus delivery system, ref number (B)(4) and lot number 170504210. After deployment of the graft, delivery system nose cone detached from delivery system inside the pt. Delivery system was removed, but nose cone could not be retrieved, despite multiple attempts of various nature. Pt was transferred to uf (B)(6).